Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the user reported an issue with their heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, the user stated that the hlm pressure display was reading 999 millimeters of mercury (mmhg). It is unclear which pressure, arterial, cardioplegia, or vacuum was affected. Additionally, it is not known what safety connection, or if any safety connection, was attached to this pressure. Lastly, it is unknown what roller pumps were attached with this pressure for a safety response. There were attempts made to obtain information on delay of the procedure, blood loss, or if the surgery was completed successfully. These attempts were unsuccessful. The user stated that they replaced the pressure module, but this did not mitigate the 999 on the screen.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The pressure module passed all performance and verification checks. The pressure transducer cable was possibly the cause of the issue but was already replaced by the user facility. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed 999 for the pressure. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.